Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple syncopal episodes. After the first syncopal episode the right ventricular (rv) lead was prophylactically reprogrammed. It was reported that another syncopal episode occurred and the implantable pulse generator (ipg) was later explanted and replaced. No further patient complications have been reported as a result of this event.